Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-04237. It was reported the patient underwent surgical intervention due to lead migration. The patient's leads were removed and replaced with a single lead, which resolved the issue.